Manufacturer narrative:
A complaint investigation was performed on the pump. As a result of the visual inspection (and a photograph provided by the service engineer), the line cord was found damaged with a burn mark identified. The complaint investigation indicated that the power cable was hit by a sharp element which caused a short circuit, and the cause was traced to the user.

Event description:
During a complaint investigation on a plum 360, the line cord was identified to be broken with a burn mark on it. There was no report of patient involvement and no report of human harm.